Event description:
The customer reported that while the unit was in use on a pt, the unit shut down. The unit generated an electrical test failure code 4 (power up ram test failed). The pt was switched to another unit and therapy was continued. No pt injury was reported.